Manufacturer narrative:
(B)(4); the device and electrode were explanted. No replacement system was implanted as the patient did not need and did not want a new system. The electrode remained secured in the device header during explant so the connection/insertion can be evaluated during laboratory analysis. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection of the device noted the electrode appeared to be fully seated within the port; however, the setscrew was in the fully loosened position. The setscrew was tightened down and then successfully loosened again. The electrode was removed from the device so additional testing could be performed. Functional testing of the device confirmed it operated as designed. Pacing and shock therapy was provided and no noise or oversensing was noted, even during manipulation of the device. Impedance testing also yielded as-expected results. Analysis did not identify any device characteristics that would have resulted in the observed noise, oversensing, inappropriate shocks, and out of range shock impedance measurements; however, a loose setscrew was observed upon receipt of the device. If the setscrew was in the up position while the products were implanted, this could have resulted in the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five inappropriate shocks. The patient was hospitalized and the device was deactivated pending resolution. A boston scientific technical services consultant reviewed the episode data and confirmed an issue with normal sensing occurred and caused the inappropriate shocks; the data also revealed the shock impedance measurements were high, out-of-range for the past week. Further troubleshooting was recommended due to the high shock impedance measurements. A review of available x-rays suggested the terminal pin of the electrode may have been underinserted into the device header, but this could not be verified. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device and electrode were explanted. No replacement system was implanted as the patient did not need and did not want a new system. The electrode remained secured in the device header during explant so the connection/insertion can be evaluated during laboratory analysis. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five inappropriate shocks. The patient was hospitalized and the device was deactivated pending resolution. A boston scientific technical services consultant reviewed the episode data and confirmed an issue with normal sensing occurred and caused the inappropriate shocks; the data also revealed the shock impedance measurements were high, out-of-range for the past week. Further troubleshooting was recommended due to the high shock impedance measurements. A review of available x-rays suggested the terminal pin of the electrode may have been under inserted into the device header, but this could not be verified. No adverse patient effects were reported.